Event description:
A (B)(6) old male pt's nurse contacted zoll customer support to report that the pt's battery was not working. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery packs not working) has been confirmed. As received, the battery would not charge when put into a charger, but would power up a monitor. The cause for the inability to charge on the charger is a short on the battery connector. The cause for the short is excessive solder between pins 4 and 5 on the connector. The root cause for the excessive solder cannot be positively identified but is likely a mfg error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.